Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. The customer's blood glucose reading was 300 to 400 mg/dl at the time of incident. Troubleshooting found that the sensor hurt the customer and it was removed, after the sensor error alarm. Troubleshooting explained the alarm to the customer. No further details.